Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown. Batch no.: unknown. It was reported the patient experienced an allergic reaction to chloraprep. Reaction description: reaction to chloraprep, suspected allergic reaction. Arm washed with water. Rash settled - no further symptoms reported.